Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. Based on the investigation performed and the given information, the reason for the patient's pain was wrong screw placement. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the revision was performed due to pain because of a wrong screw placement.